Event description:
(B)(4). I had essure implanted in 2007. Immediately felt drained but never linked the essure to this feeling since I had 4 kids and just assumed I was going to be exhausted chasing them. Another thing I notice early on was a metallic taste in my mouth. I would brush my teeth and use mouth wash and the taste would come back in minutes. I still didn't have reason to link it to essure because I had a cavity at the time. However, everytime I would have a cavity fixed they would find another one and this has continued for the next 8 years. My teeth have slowly become discolored (and some turned almost black in some places) and some have even broken and were forced to be removed. Tried to keep up with it but with insurance deductibles and money issues I could only do what I could afford. As time went on, I started noticing a dull ache in my lower left abdomen. At the beginning, I assumed it was ovulation and would take ibuprofen to ease discomfort. In 2012, however, the pain started to become severe. Almost felt like contractions at times. I ended up in the emergency room on (B)(6) 2012 and they ran lab work and did a cat scan and diagnosed me with diverticulitis and prescribed me with pain meds and antibiotics. The antibiotics helped the contraction pain but the dull ache never completely went away. I followed up with gastroenterologist and gynecologist reference to this pain. Gastroenterologist confirmed with a colonoscopy that I do have diverticulosis and a colon of a (B)(6) male in (B)(6) 2013. However, the severe cramping that was always treated as diverticulitis was not always able to be confirmed with blood work. Doctors would say that I didn't show a high level of cells that would constitute diverticulitis but there was no other explanation. The gynecologist did internal exam and pregnancy test when I saw him and since everything appeared to be fine he agreed that it must be my diverticulitis causing this pain and had no reason to believe it would be any problems with essure. Meanwhile my low energy level and lack of sex drive destroyed my marriage. We ended up separating in (B)(6) 2014. After seeing a news cast in (B)(6) 2015 I immediately contacted my gynecologist and asked if it was a possibility that essure could be the cause of all my issues. He agreed to have me come in and do an ultrasound. Ultrasound showed that the coils were in the correct place but that I had 5 fibroid cysts and adenomyosis. We also talked about the fact that I may have an allergy to nickel due to the fact that yellow gold would break me out now and then (which can occur with nickel allergies) and he explained that the essure was made of nickel. We then discussed a hysterectomy to remove everything beside the ovaries. I have no plan to have any more kids so I agreed to the hysterectomy. Hysterectomy went well with very little complications. He was able to remove my uterus and cervix and tubes via the davinci and advised that they had to remove some of my colon from mesh that was in place from a previous hernia and scrape endometriosis off my colon but was released the next day. When culture came back it did not show the endometriosis which my dr explained happens sometimes, but it did show the cysts and showed that my uterus was enlarged. The following monday I was admitted back in the hospital with low blood pressure and infection however I was already noticing the metallic taste in my mouth was gone. I stayed til that thursday and since my release I have noticed that the swelling and lower left side abdominal pain is gone and my teeth are not as sensitive however still need a lot of work. I physically feel like a brand new person. My doctor, family, friends and co-workers have even stated that the greyish skin tone I had acquired has been replaced with a healthier skin tone. I am writing this because I lived sick for 8 years and I didn't even realize that it could of been taken care of soon and possibly could of saved my marriage. I also want to make sure that others that are living with this can be helped if they don't realize that the essure could be the major cause. I have read a lot since realizing this and I am so disappointed to believed that the trial of this device my not of been done correctly. I know that there are always possibilities of side effects with anything put in the body but when I was looking into the essure originally none of these side effects were mentioned which kept me from looking further into it when I was feeling so ill.